Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 26413, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: patient identifier: (B)(6). (B)(6) hospital. Sex: female. Age (at time of consent): (B)(6) years. Country of event: us. Model: lxmc14. Device lot number: 26413. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: (B)(6) 2022. End date: blank. Severity: severe. Is the adverse event serious? Yes. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2022. Relationship to study device: causal relationship. Drug therapy: yes. Other intervention/treatment: yes. If other specify: IV steroids given. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes. Date of surgery: (B)(6) 2022. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2022. Discharge date: (B)(6) 2022. Relationship to study device: causal relationship. Diagnostic imaging : no => yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) event: dysphagia. Relationship to study device: causal relationship. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4), date sent: 8/17/2022. Additional information received: start date :(B)(6) 2022.

Manufacturer narrative:
(B)(4), date sent: 9/1/2022. Additional information received: end date : blank (B)(6). Intervention/treatment (check 'none' or all that apply)none : no -yes. Outcome : not recovered/not resolved - recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2022. Additional information received: adverse event term: dysphagia severity: mild relationship to study device: causal relationship to primary study procedure: not related outcome : not recovered/not resolved: recovered/resolved required in-patient hospitalization or prolongation of existing hospitalization: yes admission date:(B)(6) 2022. Discharge date: blank. Relationship to study device: causal relationship. Relationship to primary study procedure: not related. Drug therapy: yes. Discharge date: (B)(6) 2022. Relationship to study device: causal relationship. Relationship to primary study procedure: not related. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Drug therapy: yes.

Manufacturer narrative:
(B)(4); date sent: 5/16/2023. Start date: (B)(6) 2023; alert date: (B)(6) 2023; country of event: us; model: lxmc14; device lot number: 26413; date of surgery: (B)(6) 2022; adverse event term: dysphagia. Patient details patient identifier: (B)(6); sex: female; age (at time of consent): 68 years. Additional event details: site awareness date: 02 may 2023; end date: blank; severity: moderate; is the adverse event serious? No; death: no; date of death: blank; life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no; dilation performed: no; indicate type of dilation? Blank; date of dilation: blank; diagnostic intervention: no; diagnostic imaging: no; drug therapy: no; observation: no; linx explant: no; other surgical intervention: no; other intervention/treatment: no; if other specify: dilation scheduled. Outcome: not recovered/not resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No. Intervention/treatment (check 'none' or all that apply)none : no - yes. Other intervention/treatment : no - yes.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. Additional information received: not recovered/not resolved: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. Additional information received: end date: blank: on (B)(6) 2023. Intervention/treatment (check 'none' or all that apply) none: no / yes. If other, specify: dilation scheduled. Dilation cancelled. Outcome: not recovered/not resolved / recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2025. Additional information: severity: moderate => mild.